Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms number (B)(4). A device history record review was not applicable or relevant because the results of the complaint investigation did not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. A visual inspection found the tamper seal removed. The top case and the right plunger case were found cracked, and the barrel clamp head was found broken. A review of the event history log found evidence of motor rate error in the history. Functional testing using the occlusion test was performed and during testing, motor rate error was duplicated. The root cause of the problem was a combination of worn and dirty motor assembly, leadscrew, clutch halves and a cracked carriage. The wear was considered normal wear as the pump was over 13 years old. To resolve the problem, the carriage, the whole motor assembly, leadscrew, and clutch halves were replaced.

Event description:
It was reported that the pump displayed motor rate error. No additional information available. No patient injury was reported.